Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon attempted cyber security update on the pulse generator, the device exhibited backup vvi operation. A device software download was performed and the device resumed normal function.